Event description:
The hosp reported that after an endoscopic vein harvesting procedure, they were unable to see out of the bom 7mm extended length endoscope and the tip was bent a bit. It was noted that the damage on the scope was caused by an individual dropping the scope. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evauated. A supplemental report will be submitted when the eval is completed. (B)(4).